Event description:
Customer reported the system repeatedly sounds an alarm and displays a "function not installed" error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a bad contact. System opertates as intended.